Event description:
It was reported that the pacemaker recorded loss of atrial capture on this right atrial (ra) lead in the presenting electrogram (egm). Over the past three months the ra automatic threshold trend recorded a variable threshold from the programmed trend of 3.5volts. Threshold measurements remain within normal limits and are stable. The ra lead remains in service and no adverse patient effects were reported. Additional information received advising in addition to the high atrial threshold there was an increase in atrial impedance observed from 650 ohms to 1300 ohms which is high within normal range. The patient received an x-ray and it showed an atrial lead dislodgment and the ventricular lead with minimal slack. The device appears to have migrated inferior to the original pocket and the leads are entwined suggesting pacemaker rotation leading to the atrial lead dislodgment. The device and ra lead remains in service. The physician plans to revise the pacemaker. No adverse patient effects were reported. Additional information received advising a lead revision and replacement was performed due to lead twisting causing delayed lead dislodgement and migration of the pacemaker. The physician soft sutured the redundant lead to the pectoralis fascia and also tied the device down to prevent a further occurrence of the device migrating and twisting the leads. The pacemaker remains in service. Outside of the device repositioning procedure no additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker recorded loss of atrial capture on this right atrial (ra) lead in the presenting electrogram (egm). Over the past three months the ra automatic threshold trend recorded a variable threshold from the programmed trend of 3.5volts. Threshold measurements remain within normal limits and are stable. The ra lead remains in service and no adverse patient effects were reported. Additional information received advising in addition to the high atrial threshold there was an increase in atrial impedance observed from 650 ohms to 1300 ohms which is high within normal range. The patient received an x-ray and it showed an atrial lead dislodgment and the ventricular lead with minimal slack. The device appears to have migrated inferior to the original pocket and the leads are entwined suggesting pacemaker rotation leading to the atrial lead dislodgment. The device and ra lead remains in service. The physician plans to revise the pacemaker. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker recorded loss of atrial capture on this right atrial (ra) lead in the presenting electrogram (egm). Over the past three months the ra automatic threshold trend recorded a variable threshold from the programmed trend of 3.5volts. Threshold measurements remain within normal limits and are stable. The ra lead remains in service and no adverse patient effects were reported. Additional information received advising in addition to the high atrial threshold there was an increase in atrial impedance observed from 650 ohms to 1300 ohms which is high within normal range. The patient received an x-ray and it showed an atrial lead dislodgment and the ventricular lead with minimal slack. The device appears to have migrated inferior to the original pocket and the leads are entwined suggesting pacemaker rotation leading to the atrial lead dislodgment. The device and ra lead remains in service. The physician plans to revise the pacemaker. No adverse patient effects were reported. Additional information received advising a lead revision and replacement was performed due to lead twisting causing delayed lead dislodgement and migration of the pacemaker. The physician soft sutured the redundant lead to the pectoralis fascia and also tied the device down to prevent a further occurrence of the device migrating and twisting the leads. The pacemaker remains in service. Outside of the device repositioning procedure no additional adverse patient effects were reported.